Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a right ventricular (rv) lead implant procedure on (B)(6) 2021. During procedure, it was noted that the guidewire could not be removed during repositioning of the lead. The physician tried to force the manipulation of guidewire but was unsuccessful. The physician also could not advance another guidewire into the lead. After multiple failed attempts, the physician decided to use a new lead to complete the procedure. The rv lead was explanted and replaced with the new lead in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were operation issue and stylet failure to remove/advance. As received, a complete lead without a stylet, was returned in one piece for analysis. The report event of stylet failure to remove/advance were confirmed. A stylet insertion test found obstruction/restriction at the distal portion of the lead. Visual inspection and x-ray examination did not find any anomalies at the stylet obstruction region. Additional analysis was performed and the inner coil at the stylet obstruction region of the lead found excessive blood inside the inner coil. The cause of the reported event was isolated to clogged blood inside the inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information h6- component code, type of investigation, investigation findings, investigation conclusions